Event description:
Ileocolic resection. Plcr75b was loaded onto plc75 dlu and was fired. Dlu partially cut and stapled. However, it got caught part of the way through the tissue and created a hole in the small bowel. Another device was used to complete the case without further incident.